Event description:
It was reported that a patient¿s device was causing more back pain than it was helping, so the patient wanted it removed. The device was removed in (B)(6) or (B)(6) of 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v207493, implanted: (B)(6) 2009, explanted: (B)(4) 2014, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was causing a lot of pain in 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v207493, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).